Event description:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The identified "door jammed" alarms were confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent.

Manufacturer narrative:
Based on the information provided. It is unknown how the device may have caused or contributed to the event. The plant investigation is in progress. A supplemental medwatch will be submitted upon completion of the investigation.